Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (pt death) has been investigated. Upon receipt the a and b assembly was torn from the distribution node, exposing wires. The cause for the damaged cable cannot be positively determined but likely occurred after the pt passed away as the ECG recording of the asystole event showed no signs of ECG signal artifact. There is no evidence the lifevest caused or contributed to the pt's death. The device properly detected, alarmed, and recorded a valid asystole event lasting 600 seconds on (B)(6) 2011. Asystole is considered a non-treatable rhythm. The declared asystole event is attached.

Event description:
Zoll was notified of the death of a (B)(6) male pt. The pt was discovered at his workplace. His lifevest was alarming and he was unresponsive.